Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed the right atrial (ra) lead exhibit possible oversensing noise. Ts discussed programming optimization options with the hcp. At this time, the ICD and ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).